Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Review of the most recent repair record determined that a test cut could not be performed due to the unit having a bent comb. The comb was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported the device had bent blade. Timing was during testing. No harm, no delay, no other info. Investigation found the comb was damaged. No adverse event was reported as a result of this malfunction.